Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead had intermittent capture in both the unipolar and bipolar pacing configurations and at higher programmed output. The lead was inactivated and replaced. No patient complications have been reported as a result of this event.